Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number = (B)(4). The occupation is lay user/patient.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 3:15 p.m., a sample from the patient was tested using the meter, resulting in a value of 8.0 inr. At 4:30 p.m., a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.2 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is "about every week".